Manufacturer narrative:
This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2005-00640 for the other medwatch. The same pt is represented in each medwatch. The actual device was returned for evaluation. The catheter has a kink at the point where the steering wire is connected to the shaft, resulting in the tip being bent approx 45 degrees away from the plane of deflection. The device is shipped with the tip at a slight bend in the direction of deflection. No visible crack was detected. This appears to be caused by application of excessive force to the tip, in the opposite direction from normal deflection.

Event description:
It was reported that the pt underwent a mitral valve repair in 2005. The coronary sinus catheter would not advance through the introducer. The catheter was taken out to redirect. At this point it was realized the tip was broken. The case was completed using antigrade cardiplogia. There were no adverse pt consequences. After the case, it was noted that the catheter was expired.